Event description:
Ous MDR - after an implantation time of about 1 month, it was reported that the shock impedance was intermittently > 150 ohm. No adverse pt side effects have been reported and the lead was explanted on (B)(6) 2010.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the electrical performance of the lead was in specification. The slight deformation of the proximal shock coil happened most likely during the extraction of the lead. The analysis did not reveal any sign of a material or manufacturing problem.